Event description:
The pt had a lesion in the proximal left anterior descending branch. The lesion was de novo, diffused and heavily calcified with 99 % stenosis. The lesion was predilated with a 2.0 x 20mm balloon catheter. A 2.5x28mm cypher stent was implanted at the distal end of the lesion without any complications. Then a .0x13mm cypher stent was delivered to the lesion, at the proximal end of the initially implanted stent. The cypher was inflated until 8 atm, and while inflating the cypher to 10atm, the inflation of the device rapidly reduced and blood was flowing back into the inflation device. Therefore, the physician speculated that the balloon was ruptured. Coronary angiography was conducted. The stent was under-dilated, so post-dilation was conducted with a 3.0 x 8mm balloon catheter. The intravascular ultra sound was conducted and the physician confirmed that the stent was fully explanted. There was no pt injury reported. The physician commented that the balloon possibly ruptured because of the severe calcification, regardless of the brand of balloon used. However, the first cypher and the balloon used for pre-dilation did not rupture.

Manufacturer narrative:
This cypher sirolimus- eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.